Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change on an ilet system, the user experienced hyperglycemia with a highest blood glucose of 445 mg/dl and observed insulin leaking at the ilet interface; the connector had been attached to the cartridge before placement into the housing, and a full supply change was performed with education on the correct process. Symptoms included elevated blood glucose. Outcomes included prolonged hyperglycemia outside of target for approximately four hours without use of backup therapy or ketone testing and without medical intervention. Investigation included troubleshooting and user education conducted by customer support. Investigation of this case revealed an incorrectly deployed infusion set or misattached infusion set connector that resulted in insulin leakage and under-delivery. It was concluded that user technique caused the insulin leakage and resultant hyperglycemia; after corrective reinstallation, glucose values began to return to range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.